Event description:
It was reported that during the implant attempt of the right atrial lead, the helix was broken. It was further reported that it was not possible to extend or retract the helix. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant attempt of the right atrial lead the helix was broken. A different lead was implanted. No patient complications have been reported as a result of this event.